Event description:
Subsequent to the initially filed report the following information was provided: the patient experienced pain in both legs. It was confirmed via angiography that all 3 stents had thrombosis, and all 3 stents were treated with thrombectomy and a covered stent. Patient outcome is good. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the otw omnilink elite instructions for use (IFU) as a known potential complication associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional treatment and hospitalization were related to case circumstances as all 3 stents were treated with thrombectomy and a covered stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional two omnilink elite devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that 3 omnilink elite stents were placed on (B)(6) 2019. Two omnilink elite stents were placed in the left iliac artery and one omnilink elite stent was placed in the right iliac artery. The patient returned on (B)(6) 2019 due to experiencing pain and thrombosis was confirmed by angiography. Intervention with thrombectomy and a covered stent was performed on (B)(6) 2019. There was no reported clinically significant delay in the procedure. No additional information was provided.